Event description:
Unit was on a patient. No patient injury. The unit was in simv (prvc) + ps on a patient. Rr was set at 12. When trying to change the mode to bs the pressure indicated changed to 40 cm from the mid 20's in previous mode. The indications from the patient showed no increase in delivered values.